Event description:
Pt reported running late on next dose due to processing issue and pharmacy not being able to contact pt. Continuing med asap. Pt reported wrong size syringe sent on 2 orders syr 25g 5/8 in 1ml tb bd st. Supposed to be 3ml syringes; 3ml syringes on file but not selected. Dced incorrect syringe. No missed doses reported by pt but was difficult to get dose but she stated did get all of injections.